Event description:
During a cataract extraction using a phacoemulsification procedure a male pt allegedly rec'd a retinal burn. There were no problems during surgery according to the surgeon. Procedure took approximately 15 minutes from start to finish. Dr. Does not use yellow filter, nor does he use the retinal protection device. He was using a blue filter at the time. Pt's current visual accuracy is 20/80 in the eye that suffered the alleged burn.